Event description:
A non-healthcare professional reported that lens was exchanged with unspecified replacement iol due to unspecified reason. Also stated iol was compromised. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in b5., d10., e1., and h6. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received stating that there is no indication of explant for this lens.